Event description:
After a carotid stenting procedure, the patient was diagnosed with a cerebral infarction which was observed after post-procedure angiography. A week later, an in-stent thrombosis was observed when angiography was performed. According to the physician, the stent could not properly attach to the vessel due to the calcified vessel. The next day, the patient suffered another stroke. A cerebral infarction on the ipsilateral side was confirmed by angiography and MRI. The complaint is from a clinical study'. The patient was a female. The target lesion was right internal to common carotid artery. There was moderate calcification and the rate of stenosis was 82%. Vessel tortuosity was unknown. The physician stated that there was thrombus at the delivery site during the procedure. The products were properly inspected and prepped prior to use. The angioguard's (ag) delivery was successful, as there was no difficulty placing the device distal in the lesion. The filter was completely opened with good wall apposition in the vessel. Pre-dilatation and post-dilatation were performed (balloon catheter brand unknown). After the stent was, there was difficulty in capturing the filter basket as it got hung up with the precise stent. A 5fr. Catheter (details unknown) was advanced and removed the ag with the catheter as one unit from the patient's body without problem. The stent stayed in its intended location. Soon after the procedure was completed, the patient developed a stroke with no symptoms. Cerebral infarction on the ipsilateral side was observed under angiography. Argatroban hydrate and ozagrel sodium were administered. According to the physician, the debris may have gone through the filter basket and led to the stroke. A week later an in-stent thrombosis was observed under angiography. Heparin sodium and ozagrel sodium were administered. According to the physician, although the stent could cover the length of lesion, could not properly attach to the vessel due to the calcified vessel. The next, the patient suffered symptoms of consciousness disorder and paralysis and was diagnosed with a stroke. A cerebral infarction on the ipsilateral side was confirmed by angiography and MRI. Ozagrel sodium and heparin sodium were administered. According to the physician, this was more likely occurred due to in-stent thrombosis. The patient's condition was improved and was discharged hospital approximately three weeks later.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report 1016427-2009-00142.